Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient complained of a skin irritation, while wearing the pod longer than 48 hours. The patient's blood glucose values reached 300 mg/dl. The patient reported that their doctor prescribed mupirocin, to treat the sites. The cannula was dislodged, while wearing the pod longer than 48 hours. The pod was discarded.